Event description:
The customer reported that an 840 ventilator was inoperable display while in use on a pt. Pt outcome is unk. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).